Manufacturer narrative:
Per t:slim g4 user guide: "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered an incorrect bolus value in error. Reportedly, the customer entered a blood glucose (bg) reading of 550 mg/dl, which caused the pump to deliver 7.77 units; however, the customer intended to enter 260 mg/dl. The customer then delivered a correction bolus for 45 grams of carbohydrates on top of the existing 7.77 units of insulin on board. The customer's bg level was 50 mg/dl and was addressed by consuming food.